Event description:
Reportedly, the endo suture was used to close esophagus perforation. Suture placed, then unraveled as it was being pulled through then needle broke. It tore a larger hole in the esophagus. Could not determine if the defect was in the endo stitch device or in the suture reload. Attempts have been made for additional info and pt status.